Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed several low speed and pump stop events while the patient was supported by the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted x-rays showed portions of the internal and external driveline. The previous clamshell repair and driveline repair (refer to MFR # 2916596-2018-03675) were visible in the x-rays with no obvious abnormalities. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted driveline photo showed a portion of the external driveline that was unremarkable. The submitted log files were reviewed and contained data from (B)(6) 2021. Multiple low speed events, including 2 pump stops, were intermittently captured between 22:30:53 on (B)(6) 2021 and 01:37:48 on (B)(6) 2021 while the device was connected to the power module via a grounded patient cable. The low speed events were associated with low speed advisory, low speed hazard, low flow hazard, and/or motor stop alarms. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) and the percutaneous lead, serial number 30357, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11jun2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿ (under ¿low speed limit¿) addresses pi events as well as potential causes. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's past driveline repair is reported under MFR # 2916596-2018-03675. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency department hooked up to a non-grounded power cable due to multiple low speed alarms. The patient had a driveline splice in the past and also has a clamshell. The log file contained multiple low speed advisories and pump off events while connected to the power module which is associated with a short to shield within the patient's driveline. No further abnormal alarms were recorded after the patient was connected to an ungrounded patient cable. The x-rays received did not contain any obvious areas of concern. Due to the patient's past driveline repair there may not be enough room for a second repair. The patient would be monitored for further alarms.